Event description:
It was reported that the system monitor touchscreen locked up and became unresponsive. Repair was requested.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor's touchscreen not responding could not be confirmed as the unit was not returned to thoratec for further analysis. A product return request letter was sent to the customer's site in an attempt to retrieve the device. Correspondence sent to the customer site indicated the complaint file would be closed if the device was not returned for evaluation by 31oct2014. To date, the product associated with the event has not been returned, and the complaint file will be closed accordingly. No further issues have been reported for the system monitor. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 15apr2005. The unit was issued to the rental / loaner pool on 03mar2006. The unit was manufactured on 31mar2005. Heartmate ii power module instructions for use revision b states if the screen does not function properly, contact thoratec for assistance. No further information was provided. The manufacturer is closing the file on this event.